Manufacturer narrative:
Device was used for treatment, not diagnosis. Although requested, additional event and patient information was not provided by reporter as of the submission date of this report. Additional device product code is hwc. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. It was reported that the concomitant screws were discarded by the reporting facility. (B)(6). A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Product manufacture date: jul 31, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. No manufacturing-related issues were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported initially reported an event in (B)(6) as follows: it was reported that revision surgery with hardware removal was performed on (B)(6) 2016 due to infection. One 2.7/3.5mm variable angle locking compression medial distal tibia plate and an unknown quantity of unknown screws (possibly nine) were removed. During cleaning, a residue resembling rust/oxidation was observed on the underside of the implants (side that contacted the patient's bone). The hardware was initially implanted on (B)(6) 2016. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of this report, sep 1, 2016, was mistakenly ommitted from initial medwatch report (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned. Subject device has been received and is currently in process of evaluation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (2.7/3.5mm va-lcp medial distal tibia plate/8 holes/left, part number 02.118.007, lot number 9072120). The subject device was returned with the complaint condition stating revision surgery with hardware removal was performed on (B)(6) 2016 due to infection. One 2.7/3.5mm variable angle locking compression medial distal tibia plate and an unknown quantity of unknown screws (possibly nine) were removed. During cleaning, a residue resembling rust/oxidation was observed on the underside of the implants (side that contacted the patient¿s bone). The hardware was initially implanted on (B)(6) 2016. The visual inspection has shown that the va-lcp medial distal tibial plate presents normal signs of use. In addition there are mechanical damages and beginning secondary corrosion visible inside the plate-holes that were occupied with screws. Secondary corrosion is a normal effect observed on implants made of stainless steel. This corrosion results from a crevice situation between the screws and the plate and from micro-movements between the screw head and the plate. The micro-movements are a sign for instability and cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion (possible root cause). The complaint condition with regard to the report of corrosion is confirmed. No statement can be given with regard to the complaint condition regarding infection. The review of the production histories revealed that this implant was manufactured in july 2014 according to the specifications. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1 for implants made of stainless steel. No manufacturing or material related issues were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.